Event description:
The customer reported that she was sick all day on (B)(6) 2012. Her blood glucose measured 331 mg/dl at 2:42 am so she corrected with a 10.45 unit insulin bolus. At 8:57 am her bg was 388 mg/dl. She took 13 units by manual injection and went to sleep. At 2:18 pm, with bg at 140 mg/dl she changed the pod in response to an "empty reservoir" alert. She reported that the cannula was kinked and had blood in it.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or determine if it contributed to the reported high bg. Qualification records were reviewed and the product lot met. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experienced unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."